Event description:
The customer stated erratic platelet results of 604, 221, 1172 and 220 k/ul were generated on the cell-dyn 3200 analyzer for one patient sample. A slide review was performed and results reported. Field service was dispatched to inspect and service the instrument. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched and replaced a worn out optical injection syringe (worn out from normal use) and the optical injection syringe luer fitting as a precaution. The fsr ran precision, which passed. The instrument was performing within specifications. No further investigation was required. The cell-dyn 3200 system operator's manual, list number 06h60-01, contains information to address the customer's issue and suggests replacing the syringes when they are suspected of being a source of imprecision. A non-statistical trend (nst) review was performed for the reported issue from (B)(4) 2010 through (B)(4) 2010. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue.